Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient feels they were mislead by the doctor or medtronic as to why the device did not work and is left with a life long disability because of it. Meaning that part of the lead was left in the spine and was unable to be removed so the patient cannot have an MRI. The doctor stated it did not work because the lead was bent and said that would only occur if there was a significant fall. Patient reports they had no falls and thinks the lead was either bent during implant or was faulty to start with. The doctor did not specify which portion of the lead was bent. Patient reports part of the lead was surgically removed and assumes it was thrown away. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Other relevant device(s) are : product ID 3889-28, lot#: v379989, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  since implant the therapy never worked for the patient and it was removed  on (B)(6) 2012 but was notified that the lead was bent  pt reports never having a fall. At the time of removal hcp was only able to remove the ins and part of the lead, the rest of the lead remains implanted. Pat agent reviewed guidelines and per request sent lead material for pt to review with clinic no further complications were reported/anticipated at this time.